Event description:
On (B)(6) 2013 the reporter contacted animas to report the pump history was missing data. No patient injury, symptoms or medical attention was reported. No further pump information was provided. The technical service representative contacted the reporter to obtain information and to troubleshoot the pump, however was unable to reach her by telephone. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Follow-up #1: date of submission 02/18/2014. Device evaluation:the device has been returned and evaluated by product analysis on 02/03/2014 with the following findings: a review of the black box showed that the information from the reported date 08/21/2013 was overwritten; the black box and alarm history review showed no unusual alarms or activity outside of normal use. The pump powered on and displayed the verify screen. The pump was primed and exercised for 24 hours with no alarms occurring during the duration test. During testing, boluses were performed and were correctly recorded in the history. The history settings issue was not duplicated during the investigation. Unrelated to the complaint, evaluation revealed a dim discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.